Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone when a distal occlusion was present. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device did not sound an audible alarm tone when a distal occlusion was present. This was due to a broken distal pressure sensor pin. The distal pressure sensor could not properly sense distal occlusion. A broken distal pressure pin could result in incorrect distal pressure readings, undetected distal occlusions and/or undetected cassette failures. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.